Manufacturer narrative:
On (B)(6) 2022, mentor became aware that in the previous submission procedure type was reported as reconstruction breast surgery. It was a revision reconstruction surgery. Manufacturer¿s reference number: (B)(4). Procedure type was revision reconstruction.

Manufacturer narrative:
On july 30, 2021, the mentor failure analysis lab received the device for evaluation. On august 3, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual evaluation of the sm mpp gel 350cc, a tear was observed in the anterior view measuring approximately 0.6 cm. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 350cc mentor memorygel breast implant being used for a breast reconstruction procedure ruptured intraoperatively. There were no patient consequences or additional information reported.